Manufacturer narrative:
The products were not returned for evaluation.

Event description:
It was reported in a case study that "the patient underwent staged procedure #1 to correct the malalignment in hopes to prepare the ankle for a future tar. In the stage #1, the large talar cyst was curetted and prodense was implanted in hopes to also assist in the stabilizing the ankle for tar prep. . The patient chose to have surgery 12 weeks post op from stage #1 procedure., where she had been non weight bearing in a walking short boot for the first 6 weeks and full weight bearing in the boot for the remaining 6 weeks prior to stage #2 procedure. The surgeon described the poor incorporation of the bone substitute into the large talar bone defect, a decision was made to use an invision¿ talar plate coupled with an invision¿ talar component and an infinity¿ tibial component to ensure minimal bone loss on the tibial side.